Manufacturer narrative:
This report is for an eight (80 unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) captures a post-op event that involves trumatch mandible plate mini and screws due to infection of the right side of the mandible. While (B)(4) captures another post-op event that involves trumatch mandible plate mini and screws due to infection of the left side of the mandible. This report is for eight (8) unknown screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the screw delivered from synthes to customer (through materialise) are all delivered in an unsterile condition. Based on this no investigation will be done on those from synthes side. The received information has been forwarded to the materialise for investigation, as they are responsible for development of plate and screw connection, find the statement below: results + date: for this complaint, the device history records of the five infection cases were reviewed. The bsso plates were designed according to the work instructions. As such, the work instructions on screw placement and plate design were reviewed. In the applicable time frame, the work instructions were updated to adjust the maximum distance between the screws. As the minimum screw distance remained, this change would not affect the issue stated by the complainant. Process changes initiated in the appropriate time frame were evaluated. No changes affected the biocompatibility or cleaning process of the devices. As the surgeon indicated, some of the infections probably occurred due to inadequate wound closure. However, this cannot be confirmed nor excluded based on the available information and it does not explain the other infection complaints. Root cause process category: root cause not found device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown number of screws: cmf/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: state: (B)(6). (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient presented an infection on the right side of the mandible. A swab sample was also taken on the same day. The patient originally had a bilateral sagittal split osteotomy of the mandible with a trumatch mandible plate mini and an unknown screws on (B)(6) 2018. The patient had an infection on the left side of the mandible wherein the plates and the screws were removed on an unknown date. The patient underwent a revision surgery including a debridement on (B)(6) 2019, for the right side of the mandible. The patient is on antibiotic therapy. Patient status is unknown this complaint involves unknown number of devices. This report is 1 of 1 for (B)(4).